Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during a device check, the electrogram showed a missing ventricular-pace. The ventricular sensitivity was changed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 457445 implantable pacing lead, 2013-(B)(6); 5086mri52 implantable pacing lead, 2013-(B)(6). This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).